Event description:
Consumer called to report her meter is not reading properly. Felt sick and had to call the paramedics for assistance. Thinks her meter is running high and she has been miscalculating her insulin therapy.